Manufacturer narrative:
The customer stated verbally that their qc was acceptable prior to the event. The customer performed sample probe washes and air purges performed qc successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas 8000 cobas ise module. The customer had received multiple alarms while performing qc, and after resolving the issue and successfully preforming qc, they decided to repeat previously run patient samples. Sample 1 had an initial result of 148 mmol/l. The sample was repeated on another module and the result was 141 mmol/l. Sample 2 had an initial result of 155 mmol/l. The sample was repeated on another module and the result was 143 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The sodium electrode lot number is ehk75. The alarm trace shows sample probe wash failure and abnormal aspiration alarms. The investigation is ongoing.